Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause was not determined, the patient reported that they didn't fall or anything. They tried to reprogram the patient but were unable to feel any stimulation. The issue wasn't resolved and the representative told them that they needed to have a lead revision but the patient didn't want to do anything right now. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97714, serial# (B)(4), product type implantable neurostimulator.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient was not able to feel paranesthesia anymore due to her lead having all high impedances. The patient had a lead revision. Patient only had one lead and the doctor pulled that lead out of the patient's body a placed another lead. The reason for explanting the lead was due to the impedances were all high and the patient was not able to feel any paranesthesia no matter what amplitude. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
The correct manufacturing ID is (B)(4). Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that all of the electrodes showed high and the patient was not able to feel stimulation. The reason the electrodes showed high impedance was undetermined. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a manufacture representative reported that the patient did not feel any stimulation on any groups/configurations. The rep checked the ins and found that all electrodes had high impedances. No further complications were reported.